Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band, this band was explanted and replaced because the repair was not successful. No specific failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.